Event description:
The hospital reported they treated a patient with an increased work of breathing, high respiratory rate (rr), and a damaged lung. A decision was made to place the patient on the ivent. Tidal volume was set at 500 ml and rr was set at 15 breaths per minute (bpm). Delivered volume was noted to be 250 ml and rr was 30 bpm. It was subsequently reported by the hospital that the patient died. It could not be determined if the death was equipment related. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
.